Event description:
It was reported by a patient that their heart rate has been 130-160 beats per minute since their vns battery got low. The patient reported swiping their magnet would lower their heart rate. No other relevant information is available to date.